Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user was unable to establish communication to the software causing the device not to function as expected. The user reported the device was rebooted and tlink was restarted. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.